Event description:
The implant failed upon loading, date of occurrence unk. One person affected.

Manufacturer narrative:
The medical history has been received and evaluated. Clinical studies and published literature indicate that a 3-5% rate may be encountered, even with the best care. The implant is not believed to be the cause of failure.